Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had an audio anomaly; the device was not beeping. The customer performed the self-test but the insulin pump received a hardware low level failure alarm. The customer¿s blood glucose during the incident was 130 mg/dl. The alarm was cleared and the device completed the rewind. The device will not be returned for analysis.